Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reproted that there was foreign matter in 5 of the bd intima-ii¿ closed IV catheter system. The following was translated from chinese to english: there is black foreign matter in the transparent part of the heparin cap.

Manufacturer narrative:
1. The customer returned 2 photos and 1 defective sample. 1)the sample is examined under the microscope, and some black foreign matters are found in the adapter of the prn. The black foreign matters are immovable and embedded in the adapter. Please see attachment (B)(4) for photos. 2. DHR/bhr review(lot#3108474): 1) this batch of products were assembled at intima ii auto line 2 in may 2023, and packaged at r240 package line in may 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the prn batch used in this batch of products is 3113462, review the raw material inspection records, no abnormalities. 3. The black foreign matters come from the injection molding process of the adapter. There is a certain flow dead angle in the hot runner system of the screw and the die of the injection molding machine, and the molten pc will carbonize at high temperature for a long time, resulting in the production of the black foreign matter. Action taken: the hot runner system of the screw and the die of the injection molding machine is cleaned with pp every quarter to reduce the occurrence of black foreign matter. 4. In response to this complaint, the relevant inspectors will be trained to pay attention to and remove such defective products. Please see attachment (B)(4) for the training records. 5. Check the retained samples of this batch, no complaint defect is found. Please see attachment (B)(4) for the check report. Conclusion(s): no abnormality is found on process and retained samples. Through the inspection of the returned sample, it is confirmed that the black foreign matters come from the injection molding process of the adapter and is embedded in the adapter, which does not affect the use. At present, the action taken during the injection molding process have not been able to completely eliminate the occurrence of the black foreign matter, and the plant has trained relevant inspectors to pay attention to and remove such defective products.

Event description:
There is black foreign matter in the transparent part of the heparin cap. Sample was returned after the initial investigation.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 3108474. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that there was foreign matter in 5 of the bd intima-ii¿ closed IV catheter system. The following was translated from chinese to english: there is black foreign matter in the transparent part of the heparin cap.